Manufacturer narrative:
On 07/16/2015 the case was reviewed from my knee department: all the planning steps were reviewed and no anomaly was found. Anyway, looking at the complaint we realize that the surgeon has implanted a size 3 implant on the femur (we proposed a size 4). Because of this, the cuts had to be increased during the surgery. We made a post-op analysis: we overlapped the 3d bone model of the tibia cut and the femur cut and the x-rays we received. We overlapped the 3d bone model (with size 3 implant) with the x-ray; this shows that the prosthesis has been implanted in about 7.0 degrees of varus respect to our planning." Clinical evaluation by medical affairs director on 07/24/2015 on the basis of my knee planning review: "the review carried out by my knee department confirms that the implant have been misaligned compared to the planning. Quantitative analysis of deviation has been reported. The measured angles (7 degrees for femur/ 6 degrees for tibia) are normally considered clinically relevant. Also, tibial slope was increased over the planned inclination and femoral size reduced, which means additional cutting of femoral bone. The final mechanical axis was difficult to determine, but it is different from the planned/ideal expectation. We do not know what originated the significant differences. It is to be expected that the root cause for failure was misalignment but we have no reports on peroperative problems that may have caused it". Case closed and final report sent on 07/30/2015.

Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on 04/30/2015: lot 111454: (B)(4) items produced and released on 06/17/2011. No anomalies found related to the issue. To date, (B)(4) items of the lot have been already sold without any similar problem. Lot 111815: (B)(4) femurs produced and released on 09/22/2011. No anomalies found. To date, (B)(4) items of the lot have been already sold without any similar problem. Lot 100224: (B)(4) items produced and released on 03/03/2010. No anomalies found related to the issue. To date, (B)(4) items of the lot have been already sold without any similar problem. On 04/30/2015 we received the confirmation that no items will be received back.